Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. Three kinks were observed on the catheter tubing approximately 74.2cm, 72.9cm and 68.8cm. The extender tubing was also returned a laboratory insertion test was unable to be performed due to the membrane being unfurled and the catheter tubing returned condition. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported failure ¿difficult/ unable to advance iab into patient¿ during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that during insertion, there was vascular tortuosity and the intra-aortic balloon (iab) could not be advanced through the sheath to the descending aorta. The iab was removed and another manufacturer's iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4) h3 other text : device not returned.